Manufacturer narrative:
Information provided by the fse indicates ¿the customer set the alcohol concentration incorrectly after replacing the 76% alcohol barrel [bottle 7], the customer set the alcohol concentration to 100%.¿ the root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 10:48 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. No adverse consequence(s) to a patient(s) has been reported to the manufacturer. Manufacturer evaluation of the information available showed that the peloris ii automated tissue processor serial number (B)(6) functioned as designed between (B)(6) 2024, during the execution of affected tissue processing runs.

Event description:
On 27 june 2024, the complainant contacted leica biosystems with the following information: ¿perois [sic] ii, poor dehydration poor dehydration effect.¿ on 27 june 2024, the assigned leica field service engineer (fse) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿the customer set the alcohol concentration incorrectly after replacing the 76% alcohol barrel [bottle 7], the customer set the alcohol concentration to 100%, which resulted in the barrel being programmed to be in the final dehydration step, resulting in poor dehydration effect. The customer replaced and set the correct alcohol concentration, conducted tissue dehydration testing again, and found that the tissue dehydration was good¿. On (B)(6) 2024, the assigned leica fse documented the affected patient tissue samples were derived from one (1) tissue processing protocol comprising ¿400 samples¿ with ¿300 large samples, 100 small samples¿ with a start date and time of ¿(B)(6) 2024 23:21¿ and an end date and time of ¿(B)(6) 2024 09:14¿. The affected patient tissue samples were reprocessed by ¿the customer used another leica peloris 3 instrument for standard program reprocessing.¿ the fse also documented ¿retort a and retort b run together, and after retort a is completed, the customer manually terminates the last step of retort b's operatio [sic]¿. On 01 july 2024, leica biosystems melbourne received information from the assigned leica field service engineer that ¿the customer's use of other dehydrators for re dehydration resulted in normal tissue and no tissue damage.¿ no adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
This report is being submitted to correct missing information from 8020030-2024-00023. Section b3 date of event is 25-jun-2024.